Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported during the t-pal-expedium surgery on (B)(6) 2014, the dura was injured for a second time, on area of lwk 4-5, by improper removal of the trial implant. Previously the dura was injured based on the heavy situs. Reportedly the injury is not based on the instruments/implants and was user error. The incident caused a prolongation of the surgery, but it is not known how long. This report is for the unknown t-pal. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number, the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.